Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon detached. The detached balloon was accordioned and had a red/brown substance on the balloon. The accordion shape is likely caused by attempts to pull the balloon into the endoscope. The balloon was reviewed under magnification and all sections of the balloon are present and there was no evidence of balloon rupture. There was some evidence of adhesive on the catheter surface. The balloon neck on both ends show nearly complete coverage on the ID with adhesive. The proximal balloon joint was examined to have a glue residue and there was a small portion of balloon still on the catheter that matches up with the balloon. The catheter showed evidence of the blasting processed used to roughen the surface. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the balloon detached due to a failure of the proximal and distal glue joints. The condition of the returned balloon indicates this failure likely occurred while the user was attempting to retract the balloon into the endoscope. There is evidence on the balloon and catheter the device was manufactured according to specifications as glue residue was present and there was evidence of blasting on the catheter. It is unknown why the balloon joints failed during retraction. The additional information provided indicated it was unknown if the balloon dilator received negative pressure or lubrication prior to advancement through the accessory channel of the endoscope. The instructions for use advise the user to maintain a vacuum (negative pressure) for balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contains the following system preparation: "attach the inflation device to the white inflation hub. Create and maintain vacuum with the inflation device. Remove the protective sheath from the balloon. Apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." Prior to distribution, all quantum ttc biliary balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic papillary balloon dilation (epbd), the physician used a cook quantum ttc biliary balloon dilator. It was reported [that] after epbd, there was resistance when removing the balloon, and the balloon part separated from the shaft (catheter) and fell out into the patient's body. Epbd and the stone extraction were completed. The dropped-out balloon was collected immediately afterward with a collection net. Finally, when we checked for mucosal damage during retrieval using a 0-degree straight endoscope, we found bleeding in the stomach, so we used a clip to stop the bleeding and finished the procedure. The balloon part separated from the shaft (catheter) and fell out into the patient's body, and was collected immediately afterward with a collection net. Bleeding in the stomach was confirmed and it was stopped with a clip.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of the balloon not properly adhering to the catheter. The product said to be involved is included in the scope of the corrective actions. The additional information provided indicated it was unknown if the balloon dilator received negative pressure or lubrication prior to advancement through the accessory channel of the endoscope. The instructions for use advise the user to maintain a vacuum (negative pressure) for balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contains the following system preparation: "attach the inflation device to the white inflation hub. Create and maintain vacuum with the inflation device. Remove the protective sheath from the balloon. Apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." Prior to distribution, all quantum ttc biliary balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this report is an isolated occurrence. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.